Manufacturer narrative:
Additional information was received on march 27, 2023. The event, originally reported as bilateral capsular contracture, was clarified to be just left sided baker grade iii. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female who underwent breast augmentation with 325cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The right sided capsular contracture is baker grade iii. The baker grade of the left sided capsular contracture is unknown. The left sided device was placed in a primary breast augmentation on (B)(6) 2021. The right sided device was placed in a breast augmentation revision on (B)(6) 2022. The right sided device placed during the primary breast augmentation was removed due to a previous incidence of capsular contracture and reported under 1645337-2022-06543. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-02060 for contralateral prosthesis report.